Event description:
During the laproscopic splenectomy, the surgeon fired the instrument twice, both times successfully. When multifire endo gia 30 was fired the third time, it did not have any staples in it. Nevertheless, the instrument cut one of the major vessels resulting in internal bleeding. Laproscopic surgery turned into an open splenectomy.